Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Subsequently, the customer experienced an elevated blood glucose (bg) from 144 mg/dl to "high". The customer administered a manual injection of insulin to address the bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.